Event description:
Baxter reports that pd fluid leaked from the connection of the pt connector of the transfer set and the plastic catheter adapter. The nurse noted that the transfer set would not fit the plastic adapter of the tenckhoff catheter closely and tightly. No further info regarding this event is available at this time.